Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection, functional testing, and simulated therapy were performed and verified the reported problem. The cause of the reported condition was a cut in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line extension of an extension set leaked. This occurred during dwell one of peritoneal dialysis therapy. The patient stated that there appeared to be a tiny hole in the patient line extension. The technical services representative assisted the patient with ending therapy and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.